Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was in good condition with no appearance of any physical damage. Event history log (ehl) showed: 1- invalid syringe size. 2- check syringe flange sensor. The reported problem of invalid syringe size was duplicated: found at syringe test and failed reading on both qc slugs which was due to a broken barrel clamp guide and pin on size pot. The check syringe flange sensor was unable to be duplicated; the device passed flange sensor test and no problem was found on the whole optocoupler or ear clip. The root cause of the issues could not be determined. Action(s) taken to mitigate the reported issue(s): replaced barrel clamp guide, size pot, performed preventive maintenance and all functional testing passed.

Event description:
It was reported that the pump was not recognizing syringe/ error syringe flange sensor. No patient injury was reported.